Manufacturer narrative:
Additional information: additional information received reported that the patient did complain of multiple rings. Also, the patient is male. The surgeon was dr. (B)(6). The following fields were updated as a result of the additional information received. Gender/sex: male, initial reporter name: dr. (B)(6), occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/19/2018. Device returned to manufacturer ¿ yes. Device evaluation. According the visual inspection performed the complaint unit was received in a plastic bag and inside a sample container. The model and serial number (s/n) is unknown. The lens was observed cut in two pieces, this could be related to the explant process. The reported issue could not be verified. The manufacturing record review could not be performed because the model and serial number of the complaint product are unknown. Complaint history review could not be performed because the model and serial number of the complaint product are unknown. Since no product model and serial number is available, it is not possible to determine a malfunction and/or product quality deficiency. However, abbott medical optics will continue to monitor this type of complaint. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Upon receipt of additional information, it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Brand name: unknown, not provided. Common device name: unknown, product model not provided. Product code: unknown, lens type not provided. Model number: unknown, not provided. Expiration date: unknown, as serial # was not provided. Serial number: unknown, was not provided. Unknown, as serial # was not provided. Catalog number: unknown, information not provided. If implanted, give date: unknown, information not provided. PMA/510(k) #: unknown, model of product not provided. Device manufacturer date: unknown, as serial # was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a study patient had bilateral intraocular lenses implanted with no patient complications or injury. The patient is complaining of being extremely bothered with glare and moderately bothered with halos and difficulty reading and writing. In the right eye (od), the patient's uncorrected visual acuity (va) was 20/30 and best corrected visual acuity (bcva) was 20/20. In the left eye (os), the patient's uncorrected visual acuity (va) was 20/25 and best corrected visual acuity (bcva) was 20/15. The patient is about 2 weeks post operative after the second eye surgery. Due to the patient's intolerance to visual symptoms, both lenses were explanted and replaced with new lenses even though the vision was excellent. It is unknown if the explant date of (B)(6) 2017 was for the lens explanted from the right or left eye. During a one week postoperative visit after the lens replacements, the patient is reportedly extremely happy and states all visual symptoms are gone. The patient denies seeing any rings, glare, starbursts, or ghosting and now able to night drive and resume everyday activities. Post op, the uncorrected distance vision was 20/25 for the right eye,. In the left eye, the uncorrected distance vision was 20/20. In addition, both eyes together saw 20/15. No additional information was provided. This report will capture the lens explanted on (B)(6) 2017. A separate reported will be provided for the lens explanted from the companion eye on (B)(6) 2017.